Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, exchange from textured to smooth breast implants due to the patient¿s concern with the product, ¿endless headaches, immune issues, and a knot of fluid in the armpits".

Event description:
Patient reported an unknown side rupture, exchange from textured to smooth breast implants due to the patient¿s concern with the product, ¿endless headaches, immune issues, and a knot of fluid in the armpits. Device remains implanted.